Event description:
On 07/21/2021, it was reported by the sales representative via sems that ar-9202-02h univers ii reamer, 6mm - hudson connect, will not attached to the t handle.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9202-02h, batch 04511733 was received for investigation. Visual inspection identified wear to the geometry of the connect feature at the proximal end of the reamer. The observed condition is consistent with the age of the device.